Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes. Patient described the rash as pimple like on her back. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse advised to apply (B)(6) lotion. Follow up indicated that the irritation is slightly improving and patient is tolerating the rash.